Manufacturer narrative:
A review of the manufacturing records (device history records) for this lot revealed that no discrepancies relevant to this reported event were noted. In the instructions for use (IFU) it advises: failure to compress the vein over the full length of the heating element may result in inconsistent effectiveness and/or possible catheter damage. It is unknown if this may have occurred during this event. The cause of the delamination of the coating cannot be determined at this time.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer states that there is delamination at coating of heating coil. No patient injury noted. Investigation of the returned closurefast catheter on (B)(6) 2014 found that the returned device exhibited discoloration, bubbling, and holes in the coating on the proximal end of the heating coil.